Event description:
It was reported that during the implant procedure of the left ventricular (lv) lead the physician reported "stability issues" while placing the lead. The lead was removed and it is unknown if a replacement lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).